Manufacturer narrative:
Third party service agent evaluated the customer's device and verified the reported issue through the electronic patient records. The reported issue was not able to be duplicated. Proper device operation was subsequently observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio control to report that their device would not recognize a connection through its therapy connector during a patient event. In this state, the device was not be able to provide defibrillation therapy. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.  Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physiocontrol to report that their device would not recognize a connection through its therapy connector during a patient event. In this state, the device was not be able to provide defibrillation therapy. There were no reports of adverse effects to the patient as a result of the reported issue.